Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer also reported moisture exposure to their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked.